Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator model#: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the anchor site. The patient underwent an explant procedure. No device malfunction was suspected.